Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The stent was returned partially deployed, (approximately 4cm of stent had been deployed proximally). The yellow pull ring was not returned for review and the deployment suture thread had broken. The stent delivery system was kinked along its entire length. No further issues were noted with the returned device. A review of the device history record was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a bronchial stenting procedure within the right bronchus of a cancer patient on (B)(6), 2011. According to the complainant, the patient presented with a stenosis of the right bronchus; however no dilatation was performed as the anatomy was not tortuous. During the procedure, the device was advanced over a jagwire into the stenosis. Deployment was attempted, however resistance was encountered as the deployment suture was "too tight". The guidewire was exchanged for an amplatz; however again during attempted deployment, resistance was encountered and this time the deployment suture broke. The partially deployed stent was removed from the patient, and the procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good. The account confirmed there were no alleged issues with the two mentioned guidewires.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a bronchial stenting procedure within the right bronchus of a cancer patient on (B)(6), 2011. According to the complainant, the patient presented with a stenosis of the right bronchus; however no dilatation was performed as the anatomy was not tortuous. During the procedure, the device was advanced over a jagwire into the stenosis. Deployment was attempted, however resistance was encountered as the deployment suture was 'too tight'. The guidewire was exchanged for an amplatz; however again during attempted deployment, resistance was encountered and this time the deployment suture broke. The partially deployed stent was removed from the patient, and the procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good. The account confirmed there were no alleged issues with the two mentioned guidewires.